Event description:
The patient was scheduled for an endometrial ablation with novasure. The procedure was initiated as planned, but when the novasure was attempted, it would not pass through the cavity seal. The novasure representative was present and attempted to assist the physician with trouble shooting procedures. Two additional devices were used and they, too, would not pass through the cavity seal. At this point, the physician aborted the procedure.====================== manufacturer response for endometrial ablation, novasure======================the novasure company was contacted, and customer service was given the information. The company has agreed to send a new controller with 3 new devices within the next 3 days. The company asked us to return the controller and devices in the original packaging and that they would undergo a technical assessment.